Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meets the specifications. Consumables: n/a the problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Event description:
Patient alleges that the insulin amount of the day was not delivered correctly. Patient stated the total amount of 68 units of insulin that day (27 units basal rate plus boluses) but in the history of the infusion device there is only a total of 65 units recorded. Patient reported experiencing elevated blood glucose levels very often; exact reading was not provided. Patient's target blood glucose level was not provided. Patient thinks the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.